Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable pump for non-malignant pain. It was reported that the pump was alarming for the past couple months. The alarm sound heard was consistent with a pump alarm. The alarm was described as a two-toned alarm. It was noted that the patient had not used the pump for over 5 years. It was indicated that there was nothing in the pump. There was no drug or saline in the pump currently. The patient was to follow-up with their healthcare provider (hcp) to have the alarm silenced. No patient symptom was reported. No further patient complications have been reported as a result of this event.